Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf high flow irrigation issue occurred. It was reported that after swapping to the thermocool smarttouch® sf catheter and completing the original flush, the ngen pump began flushing in high. They set the ngen pump to low and the speed was still high. Restarted the ngen pump and the issue continued after trying to flush the thermocool smarttouch® sf catheter again. The thermocool smarttouch® sf catheter was replaced and the problem was resolved. The case continued. There was no patient consequence.

Manufacturer narrative:
On 24-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf high flow irrigation issue occurred. It was reported that after swapping to the thermocool smarttouch® sf catheter and completing the original flush, the ngen pump began flushing in high. They set the ngen pump to low and the speed was still high. Restarted the ngen pump and the issue continued after trying to flush the thermocool smarttouch® sf catheter again. The thermocool smarttouch® sf catheter was replaced and the problem was resolved. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature and impedance and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. Temperature and impedance test was performed, and no temperature was displayed due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the open circuit could not be established conclusively. The temperature issue is unrelated to the reported event. The instructions for use contain the following recommendations: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to an open circuit in the tip area identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported irrigation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).